Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a no delivery alarm and experienced a high blood glucose level of 557 mg/dl. The customer stated that he treated with insulin using a syringe when his blood glucose was at 600 mg/dl. The customer reported that he was about to have lunch when he received the no delivery alarm. Troubleshooting was performed. The customer stated that the cannula was bent and changed the infusion set. The insulin pump and the infusion set will not be returned for analysis.